Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly deployed. Initial observation found the formed needle visible in the exposed portion of the soft cannula. Inspection of the needle mechanism assembly found that the formed needle was not seated in the slide retract. No defects or damages were found that would contribute to the formed needle to not securely seat in the slide retract. This indicates an improper installation of the formed needle in the slide retract, resulting in a failure of the needle mechanism to retract the needle after deployment. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
A patient reported the needle did not retract; indicating a needle mechanism failure. It was stated that the infusion site was painful, the pod was removed and the patient noted that the needle had not retracted. The patient's blood glucose levels were unaffected and the pod was worn between 4 and 24 hours (site unknown).